Event description:
The patient reported that when they would sit flat their implantable neurostimulator (ins) would turn sideways and flip. This issue started in (B)(6) 2016. They were going to follow up with their doctor. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.